Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site:3003442380.

Event description:
It was reported that patient infusion set accidentally pulled out event on 18-april-2026 during use and patient experienced high blood glucose level and treated with correction bolus via pump and correction injection.